Manufacturer narrative:
The reported event of break was not confirmed. The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During an implant procedure, when attempting to screw the lead into the device header, the set screw was unable to be tightened. Additionally, the threading in the set screw broke. A new device was used to resolve the event and complete the implant procedure. The patient was stable.